Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. The fse confirmed the 311 errors in the logs that were pointing to an issue with the msc. Fse noted that the system had reverted to the golden image. Fse was able to program the tower in stand-alone mode and then when reconnected to the consoles the system was able to boot up normally. Fse was conducting this while the procedure was preceding as a laparoscopic case. Fse was able to do several successful power cycles but was not able to do a full system verification due to the case that was going on. The system was tested and verified for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported a non-recoverable error. The system has reverted to golden image and will need to be reprogrammed. Attempted to check to see if it was only console related however it was not. The procedure was aborted with no patient involvement.